Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime ll everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed, de novo lesion in the mildly tortuous left anterior descending artery (lad). After pre-dilatation, a 3.5x38mm xience prime drug eluting stent system (des) was deployed at the lesion. After post-dilatation, a distal edge dissection was noted. A 2.75x23mm xience stent was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.